Manufacturer narrative:
Product complaint # (B)(4). Batch # r5az04. Device evaluation summary: the analysis results found that the tlc10 device was received with no apparent damage, with no reload loaded. In addition, two reloads tcr10 were present. Both tcr10 reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was completed, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, five staples with b-form were received inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: r5az04. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a semi-open colostomy closure, it was found that some deployed staples were bent strongly after the first firing. Then, the 2nd cartridge was loaded into the jaw, and the device was fired to cut the staple line of the first firing. But the same event occurred at the 2nd firing. Buried suture was performed to complete the case. There were no adverse consequences to the patient. The surgeon commented that the staple drivers of the cartridge seemed not to be lifted up completely. No further information is available.